Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note add'l devices implanted and related to this event: (B)(4).

Event description:
On (B)(6), 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On approximately (B)(6), 2011, a computed tomography revealed air bubbles in the aneurysm sac and thickening of the abdominal aorta. On (B)(6), 2010, the patient presented to the emergency room with abdominal pain and a low grade fever. The fore excluder aaa endoprostheses were explanted due to infection from an unknown origin. On (B)(6), 2010, the patient died. The cause of death was a myocardial infraction.